Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
When trying to set the two pins, they didn't get fixed and stayed loose. There was no patient contact. Additional information was received from the distributor on (B)(4) 2014 that this was not an incident involving any patient or surgery.